Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture and perforation occurred. The 80% stenosed lesion was located in a saphenous vein graft (svg) to the distal posterior descending artery. No predilation was performed and a 5.0 x 16mm liberte' bare metal stent was advanced to the lesion and inflated up to 24 atm's and deflated. The patient experienced chest pain, non-sustained ventricular tachycardia and mild hypotension during stent deployment. Post deployment angiography revealed a perforation of the svg. The stent delivery system balloon was reinflated to tamponade the bleeding but a balloon rupture was noted. A 5.0x15mm quantum maverick balloon was advanced into the svg and inflated to 12 atm's which successfully occluded the perforated segment. The physician then decided to send the patient for surgery for a re-do cab, however, no operating rooms were available. Low dose dopamine was started, an intra-aortic balloon pump and temporary pacer were placed. An echocardiogram showed a small pericardial effusion with no evidence of tamponade. When the physician looked at the perforation again, he noticed that it had sealed itself. The guide catheter was exchanged out and another manufacturer's 5.0x16mm stent was placed to ensure that the perforation was sealed. Residual stenosis was less than 20% with no extravasation. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.